Manufacturer narrative:
The sample was received and evaluated. One unused representative sample was returned 8.0mm ssm et tube attached to a halyard 14fr t-piece suction catheter. No packaging was received for either device. The et tube does not contain a lot number identification on the product. The ssm et tube was received attached to the suction catheter via the 15mm swivel adapter. The blue vent connector was observed to be seated fully into the proximal end of the et tube, with the leading edge of the et tube contacting the winged flange on the blue connector. With minimal force, the blue connector detached from the et tube, remaining on the 15mm swivel adapter. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units. This is the third of five reports. Refer to 9611594-2017-00056 for the first report. Refer to 9611594-2017-00057 for the second report. Refer to 9611594-2017-00059 for the fourth report. Refer to 9611594-2017-00060 for the fifth report. It was reported that there is a 40% disconnect rate of the blue connector from the subglottic microcuff et tube. This concern is caused by stretching of the pvc ssm tube by the blue connector which causes a very loose fit. In some cases the fit is so loose that the connector simply falls out. It was reported that, the ssm blue connector is stuck either in the resuscitation bag adapter or trach care swivel adapter. The connections become so tight that it takes a wedge or kelley forceps to separate the blue connector from resuscitation bag or trach care swivel. This is extremely concerning because the patient can't be returned to the ventilator after resuscitation and or the trach care cannot be changed expediently until the connector is removed with a tool that is often not readily available. There were no patients injured as a result of the reported connector disconnections and/or stuck connector. No additional information was received.